Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The target lesion being treated was located in the left main trunk (lmt) to left circumflex (lcx). A non-bsc stent was initially implanted into the lesion located in the lmt to left anterior descending (lad). After dilating the lesion, the 2.50x32mm taxus liberte stent was introduced to treat the lesion located in the lcx. However, the physician was unable to advance to the target lesion through the previously placed non-bsc stent. It was noted that stent damage occurred. The procedure was successfully completed with a different device. No pt injuries or complications were reported. Pt condition listed as "good".

Manufacturer narrative:
(B)(4).